Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed an infection approximately 17 days post implant and was hospitalized and placed on antibiotic medications for 4 weeks. It was reported that the condition became stable and the patient was discharged from the hospital. Approximately 4 days later, the patient was again diagnosed with infection. An invasive procedure was performed. The device and electrode were explanted and the products were sent to hospital pathology. It is unknown if a new system would be implanted. No additional adverse patient effects were reported.